Event description:
Patient was seated in a cardiac chair-recliner type- when she attempted to stand and got her right leg caught in the chair between the foot rest and the seat cushion. The patient has a left above the knee amputation.